Event description:
In 2009, the patient reported that her blood glucose was elevated to 576 mg/dl. Her normal blood glucose level is 125 mg/dl. She stated that she bolused through her infusion device, but her blood glucose continued to elevate. She changed the insulin cartridge, infusion site and tubing and an hour later she found air bubbles in the cartridge and tubing. She stated that she allowed insulin to reach room temperature prior to use and she properly adjusted the piston rod of the infusion device prior to inserting the insulin cartridge. She believes the infusion device is causing air bubbles to form. She was assisted in priming air bubbles from the system. Her blood glucose measured 175 mg/dl at the time of the report. The patient was sent a replacement infusion device. Upon follow up about 3 days later, the patient made the statement that she was "almost in a coma", because the infusion device was not working properly. She began use of the replacement infusion device and her blood glucose "is what it should be." The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.